Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the device is not available for evaluation; therefore, the leak condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. If additional information or the device becomes available, a follow-up report will be submitted.

Event description:
The facility representative contacted baxter (B)(4) to report an unspecified amount of intermates in which a leak was detected. There was no adverse event, patient injury or medical intervention associated with this report. The devices can last for seven days in the pharmacy once the devices are filled with antibiotics for home treated patients. During the past few weeks, several units showed leakage after the filling steps prior to be connected to the patient. Each intermate has to be overchecked at the level of the blue winged cap of distal luer but this task did not eliminate all the leakage observed at this level. There is no further complaint information available. Reportedly this lot has been put in quarantine by the customer.